Event description:
A post-mod glucose (glucm) customer obtained five (5) erroneous glucm results for five (5) patients, generated by the unicel dxc 600 pro synchron chemistry analyzer. Erroneous results were not reported out of the lab. Samples were retested and reports were amended. There were no reports of change to patient treatment or diagnosis associated with this event.

Manufacturer narrative:
Sample collection and centrifugation data were not provided. Qc was within established ranges but running below the mean after the mods were completed. Bci field service engineer (fse) replaced the mc syringe t valve and glucm electrode.